Event description:
It was reported by the caller that intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved their occlusion issues by changing the infusion set and cartridge and resumed insulin.